Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's claim of image loss. The cause of the phenomenon was isolated to a failure of the charged coupler display (ccd) unit. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, the image was completely lost and could not be recovered. The attending physician withdrew the endoscope, and the procedure was completed with a different, but similar device, there was patient injury reported.